Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) due to undersensing of the patient's supraventricular tachycardia (svt). Technical services (ts) reviewed and determined the ventricular rate was greater than the atrial rate due to two atrial events falling into the blanking period. The device then appropriately inhibited the ventricular rate. Technical services (ts) discussed reprogramming options but suspected this could be a medication control issue and was up to physician discretion. This crt-d remains in service. No adverse patient effects were reported.